Manufacturer narrative:
Additional information was received from the (B)(4) study stating that the patient's daughter notified the (B)(4) study her death. The daughter stated that the patient had two relatives who had died recently and the patient was stricken with grief. The patient was found dead in a chair the next morning. The cause of death was not known at the time. A death certificate was obtained and chf was what was noted as cause of death on the certificate. Therefore, there is no complaint against a cordis product, as there is no relationship between the carotid stent and the patient's death. This event is no longer considered reportable. No additional follow-up will be forthcoming.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) registry the patient died approximately four weeks post index procedure. The site does not have information on the cause of death. Site was notified by the patient's family member regarding the patient's death but no information on the cause of it.no further information has been provided.